Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm. Customer's blood glucose level at the time 95mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected failed battery test alarm during testing was noted. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.